Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons were hard to press. Customer had trouble changing the carbs for the bolus wizard. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage on keypad assembly, no frozen screen and no unlocked lcd keypad connector. The insulin pump has minor scratched lcd window and stained end cap sticker.